Manufacturer narrative:
As no further information concerning this report is currently available, our investigation is complete. This investigation be updated should further information be provided.

Event description:
Boston scientific received information that two days post implant, the patient with this recently implanted subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock for atrial fibrillation with rapid ventricular response and intermittent bundle branch block morphology changes. Oversensing was noted. Reprogramming of the therapy zone cut-off rates was done and a template was collected with the wider complex. The next day, the patient was admitted through the emergency department for stroke like symptoms. Reportedly, the patient's family member found the patient on the floor. The event was discussed with the physician, and it was thought the oversensing and inappropriate shock may be related to the stroke event. The patient's anticoagulation medication was interrupted for the s-ICD implant procedure and had not yet been restarted at the time of the stoke. Additional diagnostic testing was performed, including a chest x-ray, holter monitor, CT scan and echocardiogram. The patient was discharged approximately a week after the event. The system remains in service.